Event description:
It was reported that the user experienced a bluetooth connectivity failure between a dexcom g7 and the ilet, resulting in the ilet not receiving cgm data and insulin delivery being paused for approximately an hour until reconnection and recalibration steps were performed. Symptoms included hyperglycemia, evidenced by a fingerstick value of 495 mg/dl, without reported physical symptoms. Outcomes included temporary interruption of insulin delivery and the need for troubleshooting and education, with non-medical assistance provided by a caregiver for technical support. Investigation included guided troubleshooting to toggle cgm model settings, restart the ilet, re-enter the pairing code, and perform a fingerstick calibration. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7, consistent with a communication issue affecting cgm data transfer; no medical intervention or hospitalization occurred. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure attributable to bluetooth pairing issues, resolved through standard reconnection and calibration procedures.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.